Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and tissue was present around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory findings confirmed the reported helix issue; however analysis was unable to confirm the other reported clinical observations of dislodgement and elevated pacing threshold measurements.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated pacing threshold measurements. A chest x-ray was performed and it was noted that there was no slack in the lead. The lead had pulled back and was taught; therefore, a micro-dislodgement of the lead was suspected. A surgical revision was performed to revise the lead; however, the helix would not retract. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.